Event description:
It was reported that the patient presented in clinic for an initial implant of a right ventricular leadless pacemaker (rvlp). It was noted that the initial rvlp dislodged post tether mode and embolized. This rvlp was successfully retrieved and removed from the body. A second rvlp was introduced which also dislodged post tether mode and embolized, which led to loss of capture. The second rvlp was successfully retrieved and removed from the body where it was noted the helix was stretched. The physician elected to implant the initial rvlp again, this time in a different position which proved to be successful. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a stretched helix was confirmed while the events of failure to capture and dislodgement were not. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including output verification, found no anomaly contributing to the capturing problem.